Event description:
It was reported that the atrial lead exhibited noise and low lead impedances within last 6 months. During routine device change out the lead was connected to the new device. The device was programmed to vvi.